Event description:
Caller reports that during a correlation study the following coaguchek s/coaguchek xs results were obtained: 1.8 inr/2.4 inr; 2.0 inr/2.6 inr; 1.8 inr/2.3 inr; 1.2 inr/1.7 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Same case as MFR#: 2134265-2010-04126. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The 182cm choice floppy guide wire was placed in the lesion and a 2.5mm maverick balloon catheter was advanced for dilatation. While exchanging the 2.5mm maverick balloon catheter for a different size maverick, the second maverick became stuck on the guide wire. The physician pulled on the guide wire and it detached, leaving a portion of the guide wire in the lumen of the balloon catheter. The maverick balloon catheter and the remaining portion of the choice floppy guide wire were removed together as a unit. The procedure was completed with different devices. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the coaguchek xs system. (B)(4).